Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H11 additional narrative: photo investigation: a photo was provided to depuy synthes for evaluation. Visual inspection of the returned photo found that the device is shown completely out of its original packaging. The first plate was found deployed. The second plate remains inside the needle. Manufacturing investigation results for omnispan meniscal repair 27deg: as per the information provided with the complaint, the implant is visibly outside of the silicon tube, nevertheless the packaging of the device is incomplete, as the card where the device is placed is not shown. The integrity of the device depends on the primary packaging, it not shown, manipulation could have occurred after the device was opened. Manufacturing process: procedure shows how the silicone tube must be placed and how the suture and implants must be placed inside it to avoid premature off-loading. Additional, the procedure specifies how the piece must be placed in the card. The procedure counts with the necessary control to assure that the product is correctly assembled. Root cause description and rationale: the investigation performed showed that the production controls implemented at the non-sterile level, as well as the in-process controls guarantee detection of issues related to implant sliding defect. 100% of the product undergoes manufacturing controls for this kind of defect, and additionally every batch passes through quality inspection. The issue under consideration cannot be attributed to the manufacturing process, as there is a lack of evidence suggesting any failure in this regard. A thorough review of the relevant data does not indicate any anomalies or defects that would imply a manufacturing defect. The bounding is limited to reported batch because the received complaint and the risk assessment demonstrate that there is no other quality events related to this type of defect. Conclusion: based on the information presented under this investigation, there is not enough evidence to link this defect to manufacturing, it is confirmed that manufacturing process has established validated procedures which are designed to prevent and detect this defect. No defects were reported during the processing of the batch. Based on the data reviewed, no CAPA is deemed necessary, continue to monitor. The overall complaint was not confirmed as the observed condition of the omnispan meniscal repair 27deg would have not contributed to the complained device issue.¿ based on the findings, the investigation could not draw any conclusions and no potential cause about the reported event can be established due to the insufficient evidence provided. The potential cause for the deployed plate is traced to procedural variables, such handling of the device or product interaction during procedure; it is not unreasonable that the first plate was pushed out of the needle unintendedly while the needle was inserted into the deployer gun; as per IFU; instructions for a proper needle insertion are provided. It has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device investigation: the product was returned to depuy synthes for evaluation. Visual inspection of the returned device found that the device comes out of its original packaging. The first plate was found deployed. The second plate remains inside the needle. A functional test was performed to the remaining plate, the device performed as intended, no issues were found. The overall complaint was not confirmed as the observed condition of the omnispan meniscal repair 27deg would have not contributed to the complained device issue.

Event description:
It was reported that during service and evaluation, it was determined that the omnispan meniscal repair 27deg device fell apart. The plate was detached. It was reported in the service order that during a meniscal repair surgical procedure, the device plate was detached in the package. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed.